Event description:
During implant, increased pacing impedance was observed on the right atrial (ra) lead. The physician alleged lead damage, although it was not confirmed. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and material integrity problem were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.